Event description:
It was reported that a customer experienced a minimum fill notification issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer initially attempted to resolve the issue by reloading the original cartridge and then trying a new cartridge, but neither action was successful. Customer technical support escalated the issue and, after further troubleshooting, decided to replace the pump. In the meantime, the customer is using a backup method of insulin therapy known as multiple daily injections (mdi). The pump was confirmed to be under warranty, and the customer was instructed to return it using a pre-paid label after being put into storage mode.